Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, causes for the reported inability to straighten the tsgc and loose knobs could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while removing the clip delivery system post deployment of the clip, no resistance was felt while turning negative knob. The triclip steerable guide catheter(tsgc) was removed from the anatomy. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade <1 post procedure. At the back table, it was observed that resistance was felt while turning l knob and shaft was unable to curve. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 21 july 2025 that the patient presented with grade 4degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while removing the clip delivery system post deployment of the clip, no resistance was felt while turning negative knob. The triclip steerable guide catheter(tsgc) was removed from the anatomy. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade <1 post procedure. At the back table, it was observed that resistance was felt while turning l knob and shaft was unable to curve. There was no clinically significant delay or adverse patient effects.